Manufacturer narrative:
Follow-up # 1 ¿ (07/02/2014). The lay user/patient¿s products have been returned and evaluated on 06/21/2014 by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) (year not specified). The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual management routine. No symptoms were specified; however, on the evening of (B)(6) (year not specified), the patient reportedly obtained a result of ¿over 600 mg/dl¿ with another device. On the following morning, the patient went to the emergency room (ER) and was administered metformin pills (amount not specified). Additional treatment was not specified. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained a blood glucose result suggestive of a serious injury after the alleged meter issue began.